Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd¿ nexiva 20ga 1.00in hf y had retraction failure resulting in needle stick injury.

Event description:
It was reported that bd¿ nexiva 20ga 1.00in hf y had retraction failure resulting in needle stick injury.

Manufacturer narrative:
Investigation summary: received one 20ga nexiva catheter-adapter extension set along with a piece of top web from lot number: 8208729. The needle assembly was not returned for evaluation. DHR review revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. Review disclosed a quality notification (extension tubing bond strength oos) was initiated during the build of this lot that could impact the outcome of the quality of the product relevant to the defect stated in the pir. Qn¿s (foreign), (foreign), (difficult retraction), (incomplete seal) and (suspect splice tape top web) were also initiated during the build of this lot number. Investigation conclusion: no physical-mechanical damage was observed on the unit received for evaluation. No testing or observations related to the needle condition could be performed, since the needle assembly was not returned for evaluation. Root cause description: the defect described in the product incident report was not identified or confirmed; as the needle assembly were not provided for this incident, therefore, a definite root cause could not be established. Rationale: a formal corrective action will not be initiated at this time. Customer complaint trends are evaluated monthly. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.